Event description:
It was reported the device disassembled during testing conducted at the user facility. The user facility reported there was no patient involvement, no delay, no medical intervention, and no adverse consequences. During equipment testing conducted by a service technician at the manufacturer facility, it was reported the device overheated. There were no adverse consequences related to this event.